Event description:
During a vitrectomy procedure, the cutter from this vitrectomy pack would not cut the vitreous.

Event description:
During a vitrectomy procedure, the cutter from this vitrectomy pack would not cut the vitreous.